Event description:
It was reported that unspecified bd¿ pen needle was bent and had no insulin flow. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the consumer encountered, bending non patient end of pen needle when removing shield. Stated during injection, no insulin flow. Has to use a second pen needle to get dosage. Verbatim: from phone call on 2019-04-24 11:00:01: consumer reported, bending non patient end of pen needle when removing shield. Stated during injection, no insulin flow. Has to use a second pen needle to get dosage. Stated only checks for insulin flow when she starts a new pen. Does not re-use. Using nano pen needles. Lot number unknown. Expiration date unknown. Consumer discarded box and samples. Occurrence date unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number for needle clog & needle bending during use.

Manufacturer narrative:
The following fields have been updated with additional information: b.3. Date of event: (B)(6) 2019.

Event description:
It was reported that unspecified bd¿ pen needle was bent and had no insulin flow. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the consumer encountered, bending non patient end of pen needle when removing shield. Stated during injection, no insulin flow. Has to use a second pen needle to get dosage. Verbatim: from phone call on (B)(6) 2019 11:00:01: consumer reported, bending non patient end of pen needle when removing shield. Stated during injection, no insulin flow. Has to use a second pen needle to get dosage. Stated only checks for insulin flow when she starts a new pen. Does not re-use. Using nano pen needles. Lot number unknown. Expiration date unknown. Consumer discarded box and samples. Occurrence date unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle was bent and had no insulin flow. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the consumer encountered, bending non patient end of pen needle when removing shield. Stated during injection, no insulin flow. Has to use a second pen needle to get dosage. Verbatim: from phone call on 2019-04-24 11:00:01: consumer reported, bending non patient end of pen needle when removing shield. Stated during injection, no insulin flow. Has to use a second pen needle to get dosage. Stated only checks for insulin flow when she starts a new pen. Does not re-use. Using nano pen needles. Lot number unknown. Expiration date unknown. Consumer discarded box and samples. Occurrence date unknown.